Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient began treatment with unknown anti-inflammation drugs (doses, frequencies and route not reported) for peritonitis. The patient's outcome was not reported and dianeal therapy was ongoing. No additional information is available.